Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the infusion set fell off during use on (B)(6) 2024. The issue occurred with two similar types of infusion sets used for one day. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4).